Manufacturer narrative:
Date sent to the FDA: 01/05/2021. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the index surgical procedure the diagnosis and indication for the index surgical procedure? What was the surgical approach for the initial surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before or during placement? Was there any precipitating stress factor for the suture breakage? What was the date of the reoperation? What was the appearance of the stratafix suture during the reoperation (laparotomy)? What suture was used during the reoperation (laparotomy)? Other relevant patient history/concomitant medications lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Additional information was requested, and the following was obtained: if applicable, will product be returned, return date, tracking information?- no sample will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the suture used on? On the fascia. Was any surgical intervention performed specially re-suturing? Explain: a laparotomy was performed. Was the re-operation necessary to remove the suture? A laparotomy was performed. Dehiscence was observed within 7 days after surgery. In reoperation (laparotomy), the product was removed and sutured again with another suture. After reoperation, the patient is in good condition. The patient was obese. The following information was requested, but unavailable: any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose: no further information is available. Lot number? No further information is available. Procedure and event date? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used on the fascia. The wound became open since the suture was broken at the middle of the suture. After the wound dehiscence, a laparotomy was performed. Additional information was requested.